Event description:
Customer reportedly received result of 135 mg/dl on the active system and result in the high 200's(mg/dl) on a lab value within 10 minutes. No action taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.